Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for investigation. Major bleeding; the cause of the bleeding is determined to be anticoagulation management because the activated clotting time (acts) were higher than the therapeutic range (act= 238) in ICU and the oozing was managed by medication injected around site with good effect and redressing the site. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the patient on impella cp support developed bleeding at the impella access site. Lidocaine with epinephrine injected was administered around the site with good effect. The site was redressed.